Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-12. H6: investigation summary: bd received 200 samples for investigation. 10 random samples were selected from the 200 customer samples and evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "it was reported that there is an underfill. Reported and noticed during use of collection." Additional information received 3/31/2020: received customer response: can you confirm if the tubes are under filling or overfilling? Underfilling. How many units (tubes) affected? Apprx 2 dozen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "it was reported that there is an underfill. Reported and noticed during use of collection." Additional information received 3/31/2020: received customer response: can you confirm if the tubes are under filling or overfilling? Underfilling. How many units (tubes) affected? Apprx 2 dozen. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) 2 or 3 per day over the course of a week. Were there any erroneous results? No. What is the labeled draw volume (2ml, 3mletc) 2.7 m; how was the tube rejected (i.e; at the collection, by the lab, by automated fill level sensing, etc.)? At the time of collection. What was the tube¿s expiration date? 7/31/21. How was the tube drawn? Varied methods - multisample, syringe & straight needle, syringe & winged set. Was a discard tube used? Unknown. Was a successful draw achieved with the same lot? Yes, 0283801.